Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
A review of the test data indicates impedance issues. Revision surgery is scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical tests performed. The scanning electron microscopy (sem) analysis revealed tensile breaks of all electrodes within the fantail. The device passed the mechanical test performed. Sem analysis revealed broken electrode wires near the fantail. It is believed that these breaks caused the open impedances measured at the clinic. Advanced bionics will continue to monitor failure modes of this type. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.